Manufacturer narrative:
The sm8a valve has been returned for evaluation. Analysis has to be done.

Event description:
This sophy adjustable pressure valve model with antechamber sm8-a was implanted inthe patient in 2005. As hypodrainage was observed, valve revision was operated in 2005. No patient injury is reported.